Event description:
It was reported that the pt had a problem with recharging. There were coupling or communication issues. An overdischarge was suspected. Neither the 8840, recharger, or the pt programmer would communicate with the implantable neurostimulator (ins). The pt was unable to confirm when the ins was last successfully charged. The pt attempted a trickle charge; it did not appear to be successful. Additional info received reported that the lead was being moved down to get better coverage. The lead was being replaced with a new lead of the same model. After the procedure, the pt woke up and there was no movement in her right leg. The physician then removed the entire system. The devices were not available for return at this time. Additional info has been requested, but was not available as of the date of this report.